Event description:
New information received reported that the right ventricular lead had dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high, out of range, high voltage lead impedance. The lead was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.